Event description:
It was reported that the pump display had a pixel issue that affected the customers' ability to interact with the pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.